Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currentsand no unexpected off no power or low battery alarms were noted. The following physical damage was found: cracked battery tube threads, cracked reservoir tube lip, and cracked casing at the display window corners.

Event description:
The customer reported via phone call that his blood glucose has been high for the past two weeks. The customer's blood glucose has exceeded 400 mg/dl, which he treated manually with a syringe. Troubleshooting occurred but could not be completed as the customer did not have a tubing clamp available to perform the high pressure test. The insulin pump was returned for analysis and a replacement device was shipped to the customer.